Manufacturer narrative:
Product complaint #(B)(4). Component code: (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution as there was no reported product issue or patient harm. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while removing size 4 insert trial insert, the middle portion where the lot number is located broke off. All pieces were retrieved and no adverse effects to the patient were noted. No further information is available. There was no surgical delay.